Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient had poor performance and scheduled explantation for jan-2020. However due to severe pain, which was likely caused by a mastoiditis, the device was removed earlier than scheduled. Furthermore, non-auditory side effects were perceived, which is a known post-operative side-effect of ci implantation, on the most basal channels, which were switched off. The device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user was experiencing pain on the implanted side.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was experiencing pain on the implanted site. The user had chronic mastoiditis and the clinic was concerned the middle ear would become more inflamed. Re-implantation was originally planned for (B)(6) 2020 due to poor performance with the device, but the user reported that the pain was too much so it was decided to removed the implant body now but leave the electrode in the cochlea.